Event description:
I used renu with moistureloc contact lens solution from (estimation) 01/05 - 07/05. I was seen at the emergency room on 07/03/05 and referred to see an ophthalmologist on 07/04/05 (asap) for tx of corneal ulcer/abrasion. My vision was severely impaired and have had a corneal transplant.